Event description:
The patient had used five of the wide band male external catheters and had developed redness and soreness. The patient called a doctor and the doctor advised the patient to quit using the male external catheters and prescribed a powder to use to clear up the skin. The patient has continued use of the wide band male external catheter and has had no reactions. The patient stated he had not changed his application process, soaps or diet.